Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the cartridge with 150 units of insulin, a minimum fill notification was received. Customer reported there was a delay in the touchscreen response. Customer's blood glucose was 185 mg/dl. Customer successfully added more insulin to the cartridge to complete the loading sequence. Customer thought cold hands may have been cause of touchscreen issue.